Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter or returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacts customer with follow up phone call to ensure the new product replacement is not reading low results as well as to know the customer's condition; customer is feel well, customer did not seek medical attention. Customer tested on the phone call and obtained results of 162mg/dl and customer is satisfied with the reading results.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 104 mg/dl. The customer's expected fasting blood glucose test result range is 125 to 137mg/dl. The customer feels well and did not report any symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 122 and 133mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 135mg/dl, (B)(6) 2016 09:09 am, fasting: yes. A 104mg/dl, (B)(6) 2016 08:56 am, fasting: yes. A 104mg/dl, (B)(6) 2016 08:40 am, fasting: yes. A 127mg/dl, (B)(6) 2016 08:36 am, fasting: yes. A 136mg/dl, (B)(6) 2016 09:58 pm, fasting: yes. Back to back readings are non-fasting